Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. Separations were noted on the exhaust tubes both cylinders near the strain relief junction. These are sites of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubes of cylinder 1 and cylinder 2. Separations of this type could then allow the loss of fluid, making the device inoperable. The research and development product support manager reviewed the returned device and consulted the physician during a phone call. During this review, it was noted that one cylinder was leaking and as it was removed during, the second started leaking. In addition, some delamination was noted under the strain relief of both cylinders, however, this was not a source of failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak. Both cylinders had leaks at the same point, located at the most proximal end of the cylinder just above the cylinder base hub. No other adverse patient effects were reported.